Event description:
Add'l info rec'd from MFR 2/28/00: the implantable cardioverter defibrillator (ICD) lead was explanted, but was not returned to MFR. As a result, MFR was unable to test the lead. MFR's medical records indicate the model 154 lead, total implant duration was 1 day.

Event description:
Lead with oversensing. Electrical signal appropriate at qrs, but 2nd intermittent signal at end of t-wave, consistent with mechanical systole creating a signal as strong as the qrs. This required explant and new lead placement 2 days later.